Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 2); an additional emdr will be submitted to represent the bard/davol ventralex (device 1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2013 - the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol ventralex (device 2). On (B)(6) 2017 - the patient had unspecified injuries and underwent revision surgery. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the ventralex (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2013 - the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol ventralex (device 2). (B)(6) 2017 - the patient had unspecified injuries and underwent revision surgery. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the ventralex (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "a larger defect was made to connect the 3 fascial defects. A ventralex mesh (device #1) was then placed into the wound and secured with sutures." (B)(6) 2013 - patient was diagnosed with periumbilical incisional hernia thereby underwent open repair with implant of ventralex mesh (device #2) and explant of ventralex mesh (device #1). Per operative notes, "the area of pain on the left side of the umbilicus was consistent with old mesh (device #1) which was protruding through fascia. There was large amount of omentum adhered to undersurface of the old mesh. The mesh (device #1) was then removed and a ventralex patch (device #2) was placed in an underlay fashion and sutured." (B)(6) 2016 - patient was diagnosed with severe adhesions and multiple loops of small bowel were adherent to the area of umbilicus. (B)(6) 2017 - patient underwent esophagogastroduodenoscopy and prepyloric biopsy. (B)(6) 2017 - patient was diagnosed with recurrent ventral abdominal hernia thereby underwent open repair with implant of ventralight st mesh (device #3) and explant of old mesh (device #2). Per operative notes, "the hernia sac was opened and small bowel loops were adherent above the umbilicus which were dissected. The previous mesh (device #2) was excised completely and a ventralight st mesh (device #3) was placed over the repair and secured with sutures." (B)(6) 2018 - patient had multiple hospital visits for bilateral abdominal pain and abdominal wall seroma. (B)(6) 2018 ¿ patient was diagnosed with recurrent abdominal wall seroma above the dual mesh (device #3) thereby underwent repair with evacuation of abdominal wall seroma. Per operative notes, ¿there was a seroma formation above the dual mesh area between the mesh surfaces which was evacuated.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. This supplemental emdr represents mesh - ventralex (device #2). An additional supplemental emdr was submitted to represent mesh - ventralex (device #1) and an emdr was submitted to represent ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.